Event description:
According to the user, it was reported that the device provided an insufficient volume during a resuscitation. The user had previously changed a circuit and passed the device test. The patient required resuscitation during an assessment (functional diagnostics). The device was operated in ¿ippv¿ mode and connected to a tracheostomy tube. It was reported that the patient had aspirated a lot and was suctioned several times via the tracheostomy tube. As the device did not apply the target volume, the patient was subsequently ventilated by manual ventilation. A backup device was later used. In response to further questions, it was reported that the patient in concerned had died. During initial investigation no device malfunction could be detected. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
It was reported that insufficient vt (tidal volume) via the oxylog 3000 device in ventilation mode ippv (intermittent positive pressure ventilation) had occurred during a resuscitation. In requests it was reported that the patient in question died immediately after resuscitation. The hospital staff do not believe that the device failed, which we can also confirm. The patient was also ventilated manually with a bag. Due to the device type/age, screenshots were provided by the service technician of the reported time of the setting logbook. According to this, with a vt2000ml (tidal volume), 60af (respiratory rate), 5 peep, pmax 30mmhg, no reasonable ventilation was possible during resuscitation. A clear cause for the reported effect could not be determined. The instructions for use of the oxylog3000 indicate that pmax should be set to maximum in order to apply the largest possible minute volume during cardiopulmonary resuscitation (CPR). In the event of resuscitation, this can lead to the air applied by the device being pressed out of the lungs during compression of the chest, resulting in a lower volume delivery. According to the dräger service technician, the device was subsequently checked according to the manufacturer's specifications without any deviations. No technical defect at the device was found.

Event description:
According to the user, it was reported that the device provided an insufficient volume during a resuscitation. The user had previously changed a circuit and passed the device test. The patient required resuscitation during an assessment (functional diagnostics). The device was operated in ¿ippv¿ mode and connected to a tracheostomy tube. It was reported that the patient had aspirated a lot and was suctioned several times via the tracheostomy tube. As the device did not apply the target volume, the patient was subsequently ventilated by manual ventilation. A backup device was later used. In response to further questions, it was reported that the patient in concerned had died. During initial investigation no device malfunction could be detected. The device has no UDI as an UDI was not required at the time the device was manufactured.